Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for deformed plunger stopper with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of deformed plunger stopper was not observed. Root cause for this defect, is misalignment between the barrel and plunger at insertion. Normally, this would result in the plunger dropping off, but in this case, it appears to have been forced into place, resulting in the plug becoming squashed and deformed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was deformed plunger (rubber stopper). The following information was provided by the initial reporter. The customer stated: "when opening the abg, the stopper was found to be deformed."